Event description:
It was reported that during a low anterior resection procedure, the surgeon went to connect the anvil to the stapler and had difficulty getting it to firmly click into place. He attempted to put it in, dialed down and when he went to fire the anvil popped off the tip. When he went to fire, the anvil was no longer connected to the stapler. It disconnected when it was dialed down. The anvil was still in place. A new staler was reconnect to the anvil, fired and it worked fine. There was no patient impact.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.